Manufacturer narrative:
Investigation summary: bd received two (2) photos and six (6) samples for investigation. Upon visual inspection of the six customer samples, four failed due to additive abnormality. Furthermore, analysis of the two customer photos indicated that one photo showed evidence of additive abnormality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality based on customer photo and returned sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes exhibited additive abnormality. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following investigation summary has been updated with corrected information. Bd received two (2) photos and six (6) samples for investigation. Upon visual inspection of the six customer samples, four failed due to additive abnormality. Furthermore, analysis of the two customer photos indicated that one photo showed evidence of additive abnormality. Indications that may result from additive abnormality were evaluated through a clinical study to verify the design of the device met it¿s intended use. Replicates of customer-returned tubes, retention tubes of the same lot, and control tubes of a different lot were tested for complete fill, clot formation, hemolysis, fibrin strand(s), fibrin mass, and red cell hang up. Bd was unable to duplicate or confirm the customer¿s indicated failure, additive abnormality, via clinical testing because there were no defects evident in the testing of the lot samples. The result of the study showed that the device performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality based on customer photo and returned sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes exhibited additive abnormality. No adverse impact was reported regarding the patient or user.